Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for generator change out due to normal eri. Post-paced t-wave oversensing was noted on the ventricular lead. Oversensing was noted on a stored egm. The device was explanted and replaced. No acute complications were noted during the procedure.